Event description:
It was reported that this mdt lead was oversensing pectoral muscle noise, where they were able to recreate the noise with manipulations. Plan was to leave vvi 40 bpm as the patient was less than 1% paced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).